Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122q st. Jude lead, implanted: (B)(6) 2015; 1458q st. Jude lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to their device toning. An alert had been triggered for low impedance on the right atrial (ra) lead. Small p waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.